Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to damaged video connector socket. However, the specific cause of the damaged video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had poor imaging due to disconnection, connector base appears and disappears depending on the angle of the base of the connector. The issue occurred during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1:(B)(6). The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found sudden loss of field of view due to blackout and color bars. There was also poor contact of video connector due to corrosion of electrical contacts, dirt, foreign object adhesion. The evaluation found white flaws. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.